Event description:
Additional information received reported the low impedances did not resolve after the new generator was implanted. The cause of the impedance issue was not determined. The patient was doing fine and they were able to program around the contact.

Manufacturer narrative:
Concomitant: product ID 37612, implanted: 2014-(B)(6), product type implantable neurostimulator. Product ID 748240, serial# (B)(4), implanted: 2002-(B)(6), product type extension. Product ID 3387-40, lot# j0208326v, implanted: 2002-(B)(6), product type lead. Product ID 748240, serial# (B)(4), implanted: 2002-(B)(6), product type extension. Product ID 3387-40, lot# j0208326v, implanted: 2002-(B)(6), product type lead. Product ID neu_recharger_acc, product type recharger. (B)(4).

Event description:
It was reported during an intra-operative implantable neurostimulator (ins) replacement procedure they put the connector in the other port on the new rechargeable ins and the 8-11 had low impedance. Another 1x4 pocket adaptor was tried with the same results. The impedance values with the rechargeable ins were: impedances: c-8 757, c-9 1168, c-10 1000, c-11 765, 8-9 1159, 8-10 972, and 8-11 63 ohms. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.